Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of stent material deformation. Imdrf device code a150101 captures the reportable event of stent failure to expand. Block h11: a wallflex duodenal stent was received for analysis. Visual inspection found stent was fully covered and undeployed. Functional examination was performed by sliding the delivery handle back along with stainless-steel tube, and the stent was deployed with no problems or resistance felt. No damages were noted to the stent and delivery system. Product analysis did not confirm the reported event of stent failure to expand and stent material deformation. The stent was returned fully covered by the outer sheath. In addition, the stent was in good shape and condition when deployed during functional examination. Taking all available information into consideration, the investigation concluded that the most probable root cause is no problem detected. Note: as the reported event was not confirmed, and no damages were noted to the device that would cause or contribute to a death or serious injury if the malfunction were to recur, boston scientific no longer considers this to be a reportable event.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was implanted to treat a malignant stenosis in the duodenal bulb descending conjunction during an intestinal metal stent placement procedure performed on (B)(6) 2024. The patient's anatomy was tortuous. During the procedure, the stent was deployed; however, the stent did not expand, and the tip portion of the stent was loose. The stent was removed from the patient using snares. Another wallflex enteral duodenal stent was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of stent material deformation. Imdrf device code a150101 captures the reportable event of stent failure to expand.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was implanted to treat a malignant stenosis in the duodenal bulb descending conjunction during an intestinal metal stent placement procedure performed on (B)(6) 2024. The patient's anatomy was tortuous. During the procedure, the stent was deployed; however, the stent did not expand, and the tip portion of the stent was loose. The stent was removed from the patient using snares. Another wallflex enteral duodenal stent was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.